Event description:
Physician reported an intracapsular rupture and a capsular contracture baker grade iii. Capsulectomy and removal of the right device.

Manufacturer narrative:
Device evaluation. Analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reported an intracapsular rupture and a capsular contracture baker grade iii. Capsulectomy and removal of the right device.

Manufacturer narrative:
Health effect- impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rapture. Device photo evaluation: visual analysis of the photographs identified, an opening and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.